Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch ultra 2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and from further information obtained during a follow-up call from the medical surveillance specialist.. The reporter stated that the alleged inaccuracy began on (B)(6) 2015 (time not provided). The reporter stated that the patient obtained results of "300 and 189 mg/dl" using the subject meter compared to feelings/normal results. The patient manages her diabetes with self-adjusting insulin. The reporter stated that the patient skipped dose/stopped medication on (B)(6) 2015 at 4:00am in response to the alleged inaccuracy. The reporter claimed the patient developed the symptoms of "vomiting, couldn't speak, convulsing, sweating and very low temperature" at around the same time as the alleged inaccuracy began; however the reporter could not be sure at what time the patient's symptoms developed. The reporter stated that the patient received non-hcp treatment of lorazepam morphine on (B)(6) 2015 at 4:00am. The reporter denied that the patient tested her blood glucose using another device. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution to perform a walk-through test and the test strips had not expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptoms of "vomiting, couldn't speak, convulsing, sweating and very low temperature" at around the same time as the alleged inaccuracy began. The symptom of "sweating" does meet lifescan's criteria for a serious injury. Because the time of symptom onset wasn't clear, a serious injury cannot be ruled out.

Manufacturer narrative:
Follow-up # 1 - device evaluation:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.